Event description:
Barimaxx bed spontaneously deflated & circuit breaker on unit tripped. Customer service center for kci was notified twice & staff given two separate service call numbers. No response from kci staff. Eleven hours later, staff noticed power cord from bed sparking on floor. Cord removed from outlet, no injury to patient. Barimaxx bed removed from service.